Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator lights flashed. The patient using the communicator saw a spark while trying to plug the communicator to an outlet. The company representative advised to send a new communicator for safety. The company representative also recommended to the patient to plug-in to a different outlet. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the product investigation indicates that the allegation was not confirmed. The communicator passed baseline checks including data collection, device interrogation, dial tone detection, and server connection checks. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator lights flashed. The patient using the communicator saw a spark while trying to plug the communicator to an outlet. The company representative advised to send a new communicator for safety. The company representative also recommended to the patient to plug-in to a different outlet. No adverse patient effects were reported.